Event description:
(B)(6) 2012: pt's mother reports a loss of therapeutic effect. Caller commented that patient reports she can feel stim turn on and off. Caller does not know when change occurred, states patient hasn't been seen by md in 2 years and patient hardly uses the patient programmer. Caller states that patient has appointment to see physician this afternoon.

Manufacturer narrative:
Extension model 3095-10 serial# (B)(4), implanted: (B)(6) 2005, explanted: na lead model 3093-28 lot# j0519567v implanted: (B)(6) 2005, explanted: na programmer model 3031a serial# (B)(4). (B)(4).